Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
Related manufacturer reference number: 3006705815-2019-02640. It was reported that there was a suspected csf leak during an implant procedure on (B)(6) 2019. The patient experienced residual headaches.